Event description:
A peritoneal dialysis patient reported experiencing itchy skin when using the paper tape that was included with the supplies delivered on the first shipment dated (B)(6) 2026 (order #(B)(4), delivery note (B)(4)). The fresenius technician documented the patient¿s concern regarding skin irritation associated with the tape. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".